Event description:
The customer reported the device had/showed an alarm - error codes / messages. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed . A review of the device history record for (B)(6) was performed from date of manufacture 01/04/2013 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Additional information added to h2, h10. Previous supplemental #1 additional information added to g4, h3, h6.

Event description:
The customer reported the device had/showed an alarm - error codes / messages. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had/showed an alarm - error codes / messages. It was reported there was no patient involvement.